Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was repowered that the patient presented for a follow-up. It was noted that the atrial thresholds were high. The patient was brought back to the operating room to check the atrial lead. All measurements were normal through psa. P waves were 4mv, impedance 350ohms, capture 1v at 0.5ms. Through the device, p waves were 4, impedance 2000 or greater, threshold 1vat 0.5 ms. The atrial lead was cleaned well, the atrial port was flushed, impedance remained greater than 2000. The ventricular lead was plugged into the atrial port and impedance was still high. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Device was received at normal range of operation. Session record indicated that atrial lead was programmed to unipolar mode. High lead impedance experience in the field is consistent with poor contact between the can and the patient¿s body. Functional analysis of device was performed, including output and impedance test, and no issues or anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.